Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet issued consecutive restart and occlusion alerts, and the user experienced repeated ¿unable to proceed¿ messages during tubing fill despite multiple full supply changes, which is consistent with a failure to infuse and involved the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and evidence consistent with a motor-related component issue leading to failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.